Manufacturer narrative:
(B)(4). D10: item #: 42512100912, lot #: 64931220. Item #: 42532007901, lot #: 65221516. Item #: 42540200038, lot #: 64939666. Item #: 20800000020, lot #: 65184117. Item #: 42509902525, lot #: 65386482. Item #: 42557000114, lot #: 65324447. G2: foreign - event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision of a knee arthroplasty approximately two (2) years post-implantation due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1; b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. H6: proposed component code mechanical (g04) femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.